Manufacturer narrative:
Device received unable to perform the displacement due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that the cracked at reservoir compartment. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir did lock in place when inserted into insulin pump. Customer was advised to the insulin pump would need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.